Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 594 mg/dl and high ketones identified as dangerous; cause was not known. The customer delivered a correction bolus via the pump to initially treat the high bg. At the hospital, healthcare providers administered intravenous fluids of saline and insulin to address bg. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Customer was released from the hospital on (B)(6) 2024 with the issue resolved and no permanent damage.